Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-apr-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, a technical support specialist (tss) confirmed no issues were present, verified synchronization 2.0 showed no retry errors, reviewed data synchronization logs with no errors found, validated current synchronization status between station and server, and confirmed no disconnected mode indicators were present. The system functioned as intended when the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device was not communicating. Drug loaded did not reconcile on the compare report. A device events report was reviewed and found that the device had stopped reporting. Upon rebooting the machine, it displayed a "device disconnected" icon. Reports became current after the reboot; however, the device continued to show a "not communicating" status. The customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.